Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation-lens was returned dry, in a small vial, with clear surgical residue/debris on product. Visual inspection found the lens was missing a piece of the haptic and lens haptics were curved due to their positioning within the vial. Claim #(B)(4).